Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was hospitalized because he fell and dislocated at the facility. Physician's findings: (B)(6) 2021 confirmed in the operation, he was contracted to the extent that he could not be reduced, and he may have been absent from g26 earlier. (B)(4).